Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation and the lot number is unknown. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported product was not neutralizing properly causing eye stinging, soreness and pain. Consumer visited an optician and claimed eye test result was poor. Optician recommended for consumer not to wear lenses for a couple weeks and return for a follow-up visit. At the follow-up visit with the optician it was recommended that the consumer use opticrom. Consumer claims there was no improvement with the use of opticrom so the optician gave thealoz duo drops to the consumer. Medical event information was provided by the eye care practitioner. The practitioner indicated that the patient had upper lid tarsal conjunctival abnormality. There was no observation of corneal involvement, bulbar injection or conjunctivitis, and no microbial keratitis. The practitioner diagnosed slight giant papillary conjunctivitis, recommended temporary suspension of contact lens wear and recommended opticrom drops (a mast cell stabilizer). The consumer has now switched to a different product. The practitioner indicated the event was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The complaint suggests the device may have malfunctioned as a result of variability of neutralization. The practitioner reports patient has recovered.